Event description:
Upon reentering a site in which pepgen p-15 home grafting material had been placed approximately four months prior to implant placement, it was noted that no osseointegration was achieved and patient was adminstered tetracycline to reduce the purulent drainage and it can be presumed that another surgical procedure would be necessary to achieve the desired results in the implant site and preclude permanent damage to a body structure that would not be trivial.